Manufacturer narrative:
(B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred the united states. It was reported that the patient faced similar adhesive events with two infusion sets which fell off during use. The sets were used for 12 hours for first one, 2 hours for second one. Patient's blood glucose level at the time of event was 120 mg/dl so patient replaced infusion set and resumed insulin successfully. No further information available.